Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the or director gave her the cover to the package and informed her that the surgeon said the product "misfired" and was defective. No other info was given. There was no consequence to the pt.